Event description:
On (B)(6) 2013, a supera stent was implanted within a restenosed/ fractured lifestent which had been previously placed within a viabahn stent. Approximately two weeks later, the patient complained of pain, fever/ chills off and on. A CT scan on (B)(6) 2013, revealed occluded left sfa, gas and fluid collection around the sfa. All three stents were explanted. On (B)(6) 2013, a blood culture revealed moderate (B)(6). It was reported that there were no signs or symptoms of infection prior to the implant of (B)(6) 2013.

Manufacturer narrative:
This is the first infection event reported to idev for the supera veritas device. The device has not been returned for further analysis.